Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a follow-up, the device failed to interrogate. Multiple programmers were used and every variation of interrogation was performed but was unsuccessful. The device is inactive and due to patient&#38112;age it was decided not to explant the device.